Event description:
During treatment with bovine collagen, the needle completely separated from the syringe. Neither the pt nor the practioner was injured. This event is being reported due to the possibility of injury in a future occurrence.